Event description:
It was reported that air leaked from the bd phaseal¿ protector p50j while injecting a vial with medication. The following information was provided by the initial reporter, translated from japanese to english: "during drug preparation, the hcp pushed the drug into a vial with a syringe but the expansion chamber didn't inflate and the hcp then heard the sound of air leaking. Af is used to assemble the protector and the vial."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/26/2021. H.6. Investigation: one protector connected to a vial was returned to our quality team for investigation. Upon inspecting the product, no issues were observed on the protector or protector membrane, however, the needle of the protector was noted to have penetrated the vial stopper off center. During our evaluations it was verified the expansion bladder did not properly inflate, no liquid was observed inside the expansion bladder, however, air leakage could be heard and a leak between the vial and protector was observed. It was noted the needle housing was damaged, indicating the protector was attached to the vial at an incline, puncturing the vial near the aluminum. A device history review was performed for reported lot 2005127, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Three retained samples of lot 2005127 were used for additional evaluation. The product was visually inspected, no defects were observed. In all cases the expansion chamber expanded properly and no leakage occurred. Based on our investigation and sample evaluation, we cannot identify a root cause related to our manufacturing process, it appears as if the protector was connected at an incline which lead to the leakage observed and the expansion chamber not properly inflating.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air leaked from the bd phaseal¿ protector p50j while injecting a vial with medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "during drug preparation, the hcp pushed the drug into a vial with a syringe but the expansion chamber didn't inflate and the hcp then heard the sound of air leaking. Af is used to assemble the protector and the vial".